Manufacturer narrative:
This report is filed january 14, 2014.

Event description:
Per the clinic, the patient developed a recurrent infection at the implant site. Additional information has been requested for type of treatment administered for infection, however, has not been made available as of the date of this report, (B)(4) 2013. It was reported that the patient was administered steroid injections (date, type and dosage not reported) to treat skin overgrowth at abutment site. The issues have reportedly resolved as of (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was prescribed oral antibiotics (date, dosage and type not reported) due to recurrent infection at the abutment site and the device was subsequently explanted (date not reported). Correction: the correct catalog number is 92126; and not 92130 as previously reported. This report is filed november 15, 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.